Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose level was in 400 mg/dl in range with no trace of ketones. The customer administered a manual injection to address elevated blood glucose level. Multiple attempts were made by tandem technical support to obtain additional information; however, no information was received.